Manufacturer narrative:
Date of event: the event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient needs an EKG but the patient refuses to turn stimulation off because when they turn stimulation back on, they "feel like they are being electrocuted". They inquired if there were any other options for therapy settings for an EKG. It was reviewed that they can attempt to keep stimulation on, but turn therapy down to 0v. It was reviewed the patient may still experience a return of symptoms, image artifact may still be present, and labeling indicates stimulation should be turned off.